Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is beloe the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed on 8/4/96 (class IV bone) during a highly complex procedure in which there was minimal maxillary bone and bone augmentation was performed using freeze-dried bone and resorbable membrane. The pt was wearing a partial denture and the implants were loaded with solid abutments. The clinician reports that the pt did not experience any discomfort at the time of implant failure. The implants were removed on 1/30/97. The removal of the other implant is covered under MFR. Report # 1222315-1997-00242.